Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that, a dilatation was made at the bifurcation of the rca to place a stent using the kissing method. The procedure was finished, but it was decided to make an additional dilatation. A new bmw guide wire was selected for use. The guide wire advanced easily, but when attempting to torque the guide wire nothing was felt. It was noticed that the guide wire had broken in the guiding catheter. The balloon was inflated inside the guiding catheter to lock all of the different pieces so that they could be retrieved. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the guide wire was returned with blood and contrast visible on the coils. The core was separated at the distal end of the hypotube. There was a small piece of core visible in the hypotube. There were offset intermediate coils 1 cm, 7 mm, 5 mm and 4 mm proximal to the center solder. No other damage was noted. The separated distal end of the guide wire was advanced through a .0145" hole gauge and there was some resistance due to the offset intermediate coils, but the guide wire did advance through the hole gauge. The proximal end of the guide wire was advanced through the hole gauge without any resistance. These met manufacturing criteria. The tip of the guide wire was tugged on to verify that the core and shaping ribbon were intact. No other damage was noted. This was sent to the scanning electron miscroscopy (sem) lab for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the guide wire had fractured at the hypotube joint. The fracture surface showed fatigue of the surface and ductile overload. The pattern suggests that the fatigue was from over-bending. The cause of the fatigue is not described in the incident information, but because the intermediate coils on the guide wire tip section were overlapped, this indicates that the tip had been restricted and that force had been applied causing this type of damage. This in conjunction with the sem result suggests that the hypotube area fractured from over pushing or over pulling the guide wire against resistance. The forces exerted on the hypotube joint over-bent one or more times resulting in the failure. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire hypotube joint through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.